Manufacturer narrative:
G2: updated to include foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: o¿connor, a., martin, s., davenport, m, et al. (2024). Baseline anal sphincter elastance may predict long-term outcomes of sacral neuromodulation for fecal incontinence. Journal of surgical research. 2025;305:183-189. Doi:10.1016/j.jss.2024.11.012 b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding baseline anal sphincter elastance may predict long-term outcomes of sacral neuromodulation for fecal incontinence. The following medtronic devices were used: interstim I, interstim ii, and quadripolar lead model 3889 or 3093. Among patients adverse events / device product performance issues included: 1. One patient¿s device was inactive and awaiting a battery exchange. No further information was provided pertaining to medtronic products. O¿connor, a., martin, s., davenport, m, et al. (2024). Baseline anal sphincter elastance may predict long-term outcomes of sacral ne uromodulation for fecal incontinence. Journal of surgical research. 2025;305:183-189. Doi:10.1016/j.jss.2024.11.012.